Manufacturer narrative:
A review of the device history record has been completed. No deviances or non-conformances noted. Device evaluation: analysis of the return device identified brown particles in the shell, a fold crease, deformation, and the weight of the device within specification. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.